Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus service operation repair center (sorc). Sorc checked the subject device and found that the reported phenomenon was duplicated due to the failure of the thermal fuse. Omsc could not review the manufacturing history (DHR) of the subject device because more than fifteen years was passed since the subject device was manufactured and the manufacture date was unknown. The exact cause of the reported event could not be conclusively determined. However, based on the information from sorc, it is presumed that the user used the subject device in a high temperature environment or used it with the ventilation grilles blocked, causing the inside of the subject device to become abnormally hot and the thermal fuse to blow, or the thermal fuse to blow due to aging. It is presumed that the lamp did not light up because the power was not supplied to the lamp and the fan due to the failure of the thermal fuse. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during unspecified timing, the lamp did not light up, also the spare lamp did not light up. There was no report of patient injury associated with the event.